Event description:
The pt was overweight, so the airway could not be visualized when the blade was used to intubate. After continual manipulation, eventually the blade snapped in half. The anesthesia tech said they were able to get all the pieces out of the pt. They may have inserted the blade too quickly, causing it to break.

Manufacturer narrative:
Eval summary: immediate visible damage, tip cracked. Failure confirmed. Safety alert notice c/r (B)(4) issued to all customers on 05/10/2013 to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.